Event description:
It was reported that during a dca procedure, a guide wire was introduced into the lesion and the flexi-cut was advanced into the patient. St elevation was observed, resistance was noted, and the flexi-cut would not cross the target lesion. At this point, st evlevation and blood pressure decrease were observed. Angiography revealed a total occlusion at the target lesion, so the flexi-cut was removed, with no cuts made. After the removal of flexi-cut, both the guiding catheter and the guide wire came out of the vessel. The balance guide wire was advanced, but would not cross the lesion, so another company's guide wire was placed in the lad and crossed successfully and the lesion was dilated. The lad showed little blood flow, but in the lcx, there was no blood flow seen. As the patient's condition became worse, CPR was begun, but the patient continued to arrest. The patient died on the table.